Event description:
It was reported that the ventricular lead was accidentally cut when the surgeon was getting access to the pocket. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg), implanted (B)(6) 2009. (B)(4).